Manufacturer narrative:
The reported event was not confirmed during functional testing and archive data review of the autopulse platform (sn (B)(4)). The platform was functionally tested using a good known autopulse li-ion battery with a large resuscitation test fixture and operated with compression without any issue or error message observed. The evaluation verified that the drivetrain motor brake gap was within the specification. A load characterization check was performed and confirmed that both load cell modules are functioning within the specification. As part of routine service during testing, the driveshaft was exhibiting binding and resistance. This observation is not related to the reported event. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4). The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. In this case, the autopulse platform (sn (B)(4)) was used on a patient with continuous compression for an unspecified time without issues until the platform gave a loud popping sound inside the platform and stopped compression. The platform displayed a system error "out of service, revert to manual CPR message". The crew immediately performed manual CPR. A return of spontaneous circulation (rosc) was not achieved. The patient was pronounced deceased. The user did not attribute the death of the patient on the autopulse platform. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR.

Event description:
As reported, the autopulse platform (sn (B)(4)) was used on a patient operating with continuous compression for an unspecified time. The platform gave a loud popping sound inside the platform and stopped compression. The platform displayed a system error, out of service, revert to manual CPR message. The crew immediately performed manual CPR. A return of spontaneous circulation (rosc) was not achieved. The patient was pronounced deceased. The user did not attribute the death of the patient on the autopulse platform.